Manufacturer narrative:
(B)(4). Concomitant product: guide wire: sion blue. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the moderately tortuous, eccentric, moderately calcified, 90% stenosed, de novo proximal right coronary artery (rca) after pre-dilatation the 3.5 x 18 mm multilink 8 stent delivery system (sds) was positioned and during the first inflation at 2-3 atmosphere (atm) the balloon ruptured. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. The procedure was completed using a same size different multilink 8 sds without reported issue. No additional information was provided.